Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine check. Device interrogation revealed right atrial lead noise present on electrograms since (B)(6) 2017. No programming changes were done at the time. The patient will be monitored.